Event description:
Staple cartridge was found to be left in pt abd following a lap appe. There was a need for a second surgery 20 days later to retrieve this item. Dates of use: less than 52 minutes. Diagnosis or reason for use: